Manufacturer narrative:
The device was discarded. The physician evaluation determined that the evoke scs system should be removed due to proximity to the infection. It was confirmed that the evoke scs system did not cause or contribute to the patient¿s lumbar osteomyelitis and discitis. The evoke scs system was confirmed to be operating as intended. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: infection that may require hospitalization with intravenous antibiotic therapy. The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection. The physician¿s evaluation identified lumbar osteomyelitis and discitis. Due to proximity to the infection location, the physician elected to explant the evoke scs system. The physician confirmed that the evoke scs system did not cause or contribute to the reported event.